Manufacturer narrative:
This report is for two (2) unknown screws. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. (Therapy date): unknown. Part of the screw remained in the patient¿s bone; device not considered explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure and received a plate and screws on an unspecified date. Upon follow-up on an unknown date, the patient came in with complaints of pain. An unconfirmed diagnostic procedure was performed and showed a broken plate on an unknown date. The patient underwent a distal femur plate and screw revision on (B)(6) 2017. The surgeon removed the broken plate without complications. There were several unknown screws that was also removed, however, two (2) of the screws broke at the head, making it difficult to remove the remainder of the screw shaft. The 2 broken screw shafts were left inside the patient. The patient was revised with one new plate and screws. The procedure was completed with no other complications nor surgical time delay. No patient harm reported. The patient status is stable. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown), 4.5mm (lcp) curved condylar plate 14 holes/13mm-left (part # 02.001.304, lot # 7932015, quantity 1). This report addresses the two screws that broke during the revision surgery. The revision surgery due to postoperative pain and a broken plate has been captured in a linked complaint (B)(4). This report is for two (2) unknown screws. This is report 1 of 1 for (B)(4).